Event description:
During a cardiac arrest, the battery became depleted during first ten minutes of use. The clinician obtained another device to continue treating the pt. There was no adverse effect to the pt.

Manufacturer narrative:
This report is being submitted as a response to an FDA request. Please refer to the attached letter of request dated 2/24/04. Response to item #1 the suspect battery was not made available for analysis and was scrapped by the end user facility. Response to item #2 based on the reported description of the event, the malfunction was possibly due to a depleted battery. Response to item #3 the actual device in question could not be identified by the user facility. The biomedical engineering dept has no record of the device serial number. A device was not provided to their dept for eval. The suspect battery was scrapped by the user facility. Response to question #4 the zoll pd4410 battery pack has a recommended replacement period of 18 months. It should be noted, the battery capacity depletes over time and is subject to amount of use and care. Please note that the customer did indicate subsequent to the event the battery was tested in a zoll battery charger and the charger indicated that the battery had a low capacity. In addition the user indicated that the battery was greater than eighteen months old. Please refer to the attached page from the device's operator's guide recommending user to replace batteries every eighteen months.